Manufacturer narrative:
The product is sold in containers that have a volume of 20 liters and weighs 21 kilograms (kgs). A) the product's weight is printed on the label attached to the product. B) cutout handholds are provided to use in moving the containers. No one else in the lab was injured during this incident. Note: this report is based on information received from a third party or developed by beckman coulter, inc. By submitting this report, the company is not admitting that the product identified is defective, or has caused or contributed to a serious injury or death. Information provided in this report is based on the assumption that the information currently available is true and accurate.

Event description:
A customer reported that a laboratory assistant injured her wrist while trying to prevent a cube of coulter isoton iii diluent from failing as she was putting away some cubes. The customer also claims that falling cube caused "muscular trauma" that required the laboratory assistant to have surgery and to be on sick leave for several months.